Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56

Event description:
The customer contacted physio-control to report that their device would not power on using dc (battery) power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control later confirmed that the customer, a biomedical engineer, replaced the device's battery pins and ensured that the w05 cable, which connects the smart contact pcb to the power pcb, was properly seated.  The biomedical engineer confirmed that these repairs resolved the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.  The device has not been returned to physio-control for evaluation.